Manufacturer narrative:
The pod was received with the soft cannula fully deployed. Inspection of the internal components of the pod found evidence of fluid residue on the bottom battery and the underside of the top housing. Inspection of the fluid path revealed a crack in the reservoir that allowed fluid to leak out of the reservoir and into the pod chassis during fluid path testing. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The crack in the reservoir resulted in an internal leak that prevented the proper delivery of insulin. Small cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks had no affect on the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels rose from 131 mg/dl to 455 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Small ketones were also present. As treatment, pod was removed, a manual injection of insulin was delivered and a new pod was applied.